Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed a replace battery now during the night. The customer¿s blood glucose during the incident was 6.7 mmol/l. Troubleshooting was performed. They did not receive a low battery alert prior to the replace battery now alarm. The device was not dropped. There were no unattended alarms. The battery cap was not loose, cracked or damaged. A new battery resolved the issue. The insulin pump will not be returned for analysis.